Event description:
It was reported that during a tibial angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the patient's groin. The 90% stenosed target lesion being treated was located in the calcified tibial artery. A non-bsc 0.14 guide wire was used to cross the lesion. After which, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced to the tibial artery. Upon first inflation at 14 atmospheres, the balloon ruptured. The device was then replaced with another of the same device and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).